Event description:
It was reported that the patient presented in clinic for a follow up. Interrogation showed their implantable cardioverter defibrillator (ICD) had inappropriately delivered anti-tachycardia pacing due to an incorrect interpretation of signal. The patient was asymptomatic. Programming changes were made. The patient was stable throughout.